Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional device product codes: kwq. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the screwdriver broke at the universal joint as it was final tightening at an angle, causing the universal joint to expand and stop movement. To remedy the situation, the surgeon used another screwdriver, but the same thing happened. The third screwdriver was perfect. There was no patient harm and no surgical delay. No fragments were generated and there was no medical issue at all. No further information is available. This report involves one inner shaft for angled screwdriver. This is report 1 of 2 for (B)(4).